Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose level was 207 mg/dl. Infusion set changes were performed to address the occlusion alarms and the occlusion alarms continued. A system check was performed using the current supplies and the occlusion alarms were verified. After loading a new cartridge, the customer successfully resumed insulin deliveries without an additional occlusion alarm occurring.